Manufacturer narrative:
It has been discovered that this report is a duplicate of MDR 2112667-2016-02505. Please disregard this report and refer to MDR 2112667-2016-02505.

Manufacturer narrative:
(B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment. The display central processing unit was replaced.

Event description:
The hospital reported the unit had a system failure during a case. Power was cycled, however, the system failure recurred. The anesthesia machine was swapped out and the case continued with no further reported complaint. There was no reported patient injury.